Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her left eye on (B)(6) 2008. At a post-operative visit on (B)(6) 2013, she was notified by her surgeon, a small cataract had developed. The icl remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly patient was told that "small cataract" had developed following icl implantation five years ago. No secondary surgically intervention was performed or planned. Lens remains implanted. Additional information from the doctor has been requested but not received yet. It should be noted that at the time of the surgery the patient was (B)(6) and the visian icl is indicated, per dfu, for adults 21-45 years of age. The reassessment will be performed when (if) information is received from the surgeon. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.